Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use in a procedure and was discovered right out of the packaging, the device¿s access port was broken. They opened a new one device to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the port was disengaged. The obturator was received. The inflation syringe was received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon were received and appeared to be intact. The circular seal for the dissector balloon appeared intact. A functional evaluation found that both the trocar balloon and dissector balloon were inflated with no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cracked inflation port may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.